Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving false positive results on an unknown date(s) when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Number of individuals or frequency of false positive results not provided. Customer provided four cue reader serial numbers the issue could have occurred on, but did not clarify which was the affected reader. Reader #1: (B)(4), reader #2: (B)(4), reader #3: (B)(4), reader #4: (B)(4). Although requested, no additional information was provided regarding this false positive result.